Event description:
The patient experienced hyperglycemia, with blood glucose levels rising from 280 mg/dl to 400 mg/dl while wearing the pod on the leg for approximately 25 to 36 hours. The patient's mother reported that ketone levels were initially 1.5 mmol/l. The patient was taken to hospital where the pod was removed and a new pod was activated. Despite multiple correction doses of insulin (5 units each), ketone levels increased to 2.5 mmol/l. The patient received intravenous saline to reduce ketone levels. Upon removal, the pod's cannula was found to be dislodged and bent. The patient was hospitalized for two days for monitoring and treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Additionally, we are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.